Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000094528. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient experienced ineffective stimulation due to one lead migrating which was confirmed via x-rays and discomfort at the ipg site. Surgical intervention took place wherein the leads were explanted and replaced and the ipg was relocated to address the issue. Effective stimulation was restored, and the second lead was electively replaced.